Event description:
The product was being sterilized after surgery. Reportedly, the scope visibility was not clear after the sterilization cycle.

Manufacturer narrative:
1/22/1998-supplemental report #1 submitted to FDA.